Event description:
It was reported that during the troubleshooting for an unrelated alarm on the homechoice (hc) device, the caregiver (cg) noticed air in the patient line. The home patient (hp) was connected at the time of the reported event, in drain one of four. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. The technical service representative (tsr) advised to have the hp start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up report will be submitted.